Event description:
On (B)(6) 2011, pt reported "uncontrollable" blood glucose levels since starting a new type of infusion set. Blood glucose has elevated as high as 394 mg/dl, and normal blood glucose is 150 mg/dl. Pt experienced numbness and bolused through the infusion device as a correction for hyperglycemia. Pt did not use the infusion set insertion device and pressed the needle release button while the headset was pressed against her skin. When pt changed the infusion set on the third day of use, she noticed the adhesive was wet with insulin and blood. The infusion cannula was also bent near the adhesive. Infusion sets were requested for eval and replaced with a different type of product. The pt did not require treatment from a health care professional or second party to address the issue.